Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella rp flex device for mechanical circulatory support (mcs) experienced ventricular fibrillation and would subsequently expire the following day. The patient arrived with right coronary artery st-segment elevation myocardial infarction. The patient underwent a right heart catheterization and thrombectomy was performed. Intra-aortic balloon pump (iabp) and temporary transvenous pacing wire were placed and the decision was made to place the patient on an impella rp flex. The patient, intubated and sedated, was sent to the unit on impella rp flex and iabp mcs and settled. Overnight, the patient went into ventricular fibrillation and self-converted. An x-ray at bedside for reconfirmation of correct placement of rp flex was made. Impella rp flex waveforms and flow were noted as appropriate, and pulses were dopplerable. Urine output was clear and copious. Cardiothoracic surgery was consulted, and potential plan was made to escalate from the iabp to an impella 5.5. The following day, the patient remained intubated and sedated, the impella access site dressing was noted to have ¿old¿ blood, but hemostasis was intact. Additionally, it was noted the patient ventricular fibrillation arrested overnight and it appears 1 shock was delivered. The patient's status changed to do not resuscitate. The family decided not to escalate in care and was determining if care would be continued. Labs and hemodynamics showed poor perfusion. The decision was subsequently made to place the patient on comfort measures only, the care was withdrawn, and the patient would, therefore, expire.

Manufacturer narrative:
The impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, minor bleed, the cause of the injury was not determined since product was not returned and insufficient clinical details provided. Pertaining to the ventricular fibrillation, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.